Event description:
Material #: mz9270. Batch #: 23059215. It was reported by customer that one of their nurses reported that mz9270 (filtered tri fuse) was unable to be primed/flushed. Luckily they saved if for me and they were correct, it was not user error. It was almost impossible to flush through the section with the 0.2m filter. I was eventually able to with an insane amount of pressure that we would normally not need. I will put an event in our tracking system just in case this comes up again, but just wanted to let you know. Verbatim: rcc received a complaint via email. Email(s) attached. This weekend one of our nurses reported that mz9270 (filtered tri fuse) was unable to be primed/flushed. Luckily they saved if for me and they were correct, it was not user error. It was almost impossible to flush through the section with the 0.2m filter. I was eventually able to with an insane amount of pressure that we would normally not need. I will put an event in our tracking system just in case this comes up again, but just wanted to let you know.

Manufacturer narrative:
One sample of material mz9270 was received for quality investigation. The customer complaint of flow issue - fluid blockage was verified by testing. Testing of the sample was conducted with a 10 ml syringe filled with water, connecting the syringe to each maxzero connector for each of the extension sets lines and pushing fluid through the sample. Each of the extension set lines allowed unrestricted flow except for the extension set line with the in-line filter connected on it. During examination of the extension line with the in-line filter, it was noticed that fluid flow through the line was restricted. Further examination of the sample, under magnification, show that there is a possible occlusion at the trifurcated adapter. A device history record review for model mz9270 lot number 23059215 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 15may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the excess solvent in the trifurcated component is caused by the assembly process and the solvent dispenser not applying the correct amount of solvent to the bonding location. The solvent dispenser will be replaced to avoid issues of incorrect solvent application in future production. Additionally, a quality alert has been created and communicated to the assembly personnel to reinforce the correct use of the solvent dispensers. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: this weekend one of our nurses reported that mz9270 (filtered tri fuse) was unable to be primed/flushed. Luckily they saved if for me and they were correct, it was not user error. It was almost impossible to flush through the section with the 0.2m filter. I was eventually able to with an insane amount of pressure that we would normally not need. I will put an event in our tracking system just in case this comes up again, but just wanted to let you know.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.